Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is broken into (B)(4) pieces. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms per complaint details, the both bumpers broke during femoral impaction. Reportedly, all pieces were retrieved by hand and the procedure was completed within a 0-30 minute surgical extension using a backup device without patient injury or other complications. Patient impact beyond the 0-30 minute surgical delay and the modified surgical procedure with use of a backup device would not be anticipated as the procedure was reportedly completed without patient injury. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, during a tka procedure, the journey ii cr lkg fem imp bumper left broke during femoral impaction inside the patient. The surgery was completed using a back-up device and without a significant delay. All pieces retrieved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.